Manufacturer narrative:
(B)(4). Follow-up information: physio-control further evaluated the removed biphasic pcb assembly. It was observed that the trace from pcb-mounted jack connector, designator j101 on the biphasic pcb assembly, to pcb-mounted jack connector, designator j104 had burned and blown. In addition, the following was observed: the diode, designator cr27 on the biphasic pcb assembly was blown open, the capacitor, designator c24 and the diode, designator cr7 had shorted, and the transistors, designators q5 and q6 had shorted out with their tracing blown. Due to the severity of the damage to the biphasic pcb assembly, the exact root cause could not be determined.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio observed that the device was able to charge defibrillation energy but after pressing the shock button, the device prompted an "abnormal energy delivered" message and the shock was not delivered.physio-control also observed burn marks on the biphasic module. Once the biphasic module is replaced, and proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.

Event description:
It was intially reported that while in use for a training session, the customer observed that one of the pcb assemblies of the device was burned.further to evaluation, it was observed that the device had logged event codes into the device's memory indicating a failure to dump energy. It was also observed that the device was able to charge defibrillation energy but would not deliver the shock.there was no patient use associated with the reported event.